Event description:
It was reported, the video system center had a snowy image. The issue occurred during preparation for use for a therapeutic cystoscopy procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is surmised that the image was interfered by a bad connection due to a video connector failure. Additionally, it was surmised that the poor digital visual interface image output was caused by a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Updated: d8, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported snowy image issue could not be determined, as the device was not returned to olympus for evaluation. Olympus will continue to monitor field performance for this device.